Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during device preparation of the mitraclip nt, saline leaked from the junction of the delivery catheter handle. A replacement clip delivery system was used to complete the procedure. There was no patient involved with the issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.